Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4) there was the possibility that the user might have reprocessed the subject device without the following the instruction manual. Furthermore, olympus india re-trained the user regarding the appropriate reprocess.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the service department of olympus (B)(4), it was found that there were the foreign materials around and under the forceps elevator. The user had brushed around the forceps elevator with the single use soft brush (maj-1888) which was applicable to the subject device and had reprocessed the subject device with non-olympus automated endoscope reprocessor. There was no report of patient injury associated with the event.